Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported during use, a crack was generated on the lower part of the connector. It was on the neck flange side. No patient harm was reported. The customer did not report any intervention was performed.